Event description:
The customer complained that the hi/low drive is drifting.

Manufacturer narrative:
The tech cleaned the brake assembly and replaced the hi/low ball screw, which resolved the issue. The bed is operating normally. Hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.